Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle shield was difficult to remove on 2 occasions, the needle hub separated into the shield on 2 occasions, and a needle broke off into the patient's arm. This was discovered during use. The following information was provided by the initial reporter: material no. 328520 batch no. 0006819, unknown it was reported that needle shield was difficult to remove and needle hub separated into shield. It was also reported that a needle from a previous box broke off into his arm during injection. Needle was removed with fingers and no medical attention was sought.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/29/2020 h.6. Investigation: customer returned (21) 31gx6mm, 0.5ml insulin syringes in polybags from lot 0006819 (20 in two sealed polybags and 1 in an open polybag). Consumer reported that needle shield was difficult to remove and needle hub separated into shield; it was also reported that a needle from a previous box broke off into his arm during injection. All 21 returned syringes were examined, and it was observed that the syringe returned in an open polybag exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. The remaining 20 syringes were tested for point geometry, outer diameter, lube coverage, and shield removal force (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿; shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs). All 20 tested syringes tested within specification, and no evidence of manufacturing defect was observed. A review of the device history record was completed for batch# 9252463. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle breaks off during use) process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0006819, medical device expiration date: na, device manufacture date: 2020-02-11, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle shield was difficult to remove on 2 occasions, the needle hub separated into the shield on 2 occasions, and a needle broke off into the patient's arm. This was discovered during use. The following information was provided by the initial reporter: material no. 328520 batch no. 0006819, unknown. It was reported that needle shield was difficult to remove and needle hub separated into shield. It was also reported that a needle from a previous box broke off into his arm during injection. Needle was removed with fingers and no medical attention was sought.